Event description:
A pt received v.a.c. Therapy following a hysterectomy in 2007. The pt indicated that after v.a.c. Therapy was discontinued she experienced generalized abdominal pain and was not "feeling well". The pt had CT scans that identified an abscess. On the following month, the pt's wound opened and there was "bleeding and drainage". The pt's primary care physician explored the wound with forceps, but because of the pain was unable to remove the "object" in the wound. The pt was sent to a surgeon who removed foam from the wound; the foam was removed in the surgeon's office with local anesthetic. The foam was identified by visual inspection. The pt's wound drainage cultured positive for mrsa and the pt was treated with antibiotics. The pt's wound healed without problems.

Manufacturer narrative:
V.a.c. Labeling states under "warnings": "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events". It also states: "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart."